Manufacturer narrative:
The requested instrument log files were not provided. The customer stated they are operational. Review of the bimonthly testing being performed by the tech ops group showed no signs of unexpected upward drift for ctni lot 231214002. The root cause was unable to be determined.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens has requested the message logs for investigation. The customer stated they are operational. The cause of this event is unknown.

Event description:
The customer reported a false positive troponin result for one patient on their cardiac scs instrument compared to repeated negative results on the same instrument. There was no report of injury due to this event.